Manufacturer narrative:
Physio-control contacted the customer, and the customer decided that the device will not be returned for further evaluation. The reported issue could not be verified, and root cause could not be determined. H3 other text : customer chooses not to send device for evaluation.

Event description:
The customer contacted physio-control to report that their device experienced intermittent loss of power during patient use. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced intermittent loss of power during patient use. There was no report of patient harm associated with the reported event.